Event description:
During a pulse field ablation to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. Pulmonary vein isolation was performed with optimal outcomes. The non boston scientific sheath was repositioned to the right atrium, and the anatomy was mapped using a non boston scientific catheter. The farawave catheter was then advanced to ablate the cavotricuspid isthmus (cti), with approximately 150 mcg of nitroglycerin administered beforehand. A total of 12 pulses were delivered to the cti. While preparing to exchange the farawave catheter for the hd grid to perform post-mapping, the patient went into ventricular tachycardia (vt) that did not break. The patient was cardioverted to normal sinus rhythm but had significant st elevation. The physician requested interventional cardiology (ic) to place a femoral arterial sheath. Ic performed a diagnostic injection into the right coronary artery (rca), revealing mid-vessel spasm as the known cause of the st elevation. Two doses of nitroglycerin were administered and showed resolution of coronary spasm and st elevations resolved. No further intervention was required. The patient was transferred to recovery and hospitalized. Patient is expected to fully recover. The device is not expected to be returned due to disposal.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. Pulmonary vein isolation was performed with optimal outcomes. The non boston scientific sheath was repositioned to the right atrium, and the anatomy was mapped using a non boston scientific catheter. The farawave catheter was then advanced to ablate the cavotricuspid isthmus (cti), with approximately 150 mcg of nitroglycerin administered beforehand. A total of 12 pulses were delivered to the cti. While preparing to exchange the farawave catheter for the hd grid to perform post-mapping, the patient went into ventricular tachycardia (vt) that did not break. The patient was cardioverted to normal sinus rhythm but had significant st elevation. The physician requested interventional cardiology (ic) to place a femoral arterial sheath. Ic performed a diagnostic injection into the right coronary artery (rca), revealing mid-vessel spasm as the known cause of the st elevation. Two doses of nitroglycerin were administered and showed resolution of coronary spasm and st elevations resolved. No further intervention was required. The patient was transferred to recovery and hospitalized. Patient is expected to fully recover. The device is not expected to be returned due to disposal.

Manufacturer narrative:
Additional information added to b5: describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulse field ablation to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. Pulmonary vein isolation was performed with optimal outcomes. The non boston scientific sheath was repositioned to the right atrium, and the anatomy was mapped using a non boston scientific catheter. The farawave catheter was then advanced to ablate the cavotricuspid isthmus (cti), with approximately 150 mcg of nitroglycerin administered beforehand. A total of 12 pulses were delivered to the cti. While preparing to exchange the farawave catheter for the hd grid to perform post-mapping, the patient went into ventricular tachycardia (vt) that did not break. The patient was cardioverted to normal sinus rhythm but had significant st elevation. The physician requested interventional cardiology (ic) to place a femoral arterial sheath. Ic performed a diagnostic injection into the right coronary artery (rca), revealing mid-vessel spasm as the known cause of the st elevation. Two doses of nitroglycerin were administered and showed resolution of coronary spasm and st elevations resolved. No further intervention was required. The patient was transferred to recovery and hospitalized. Patient is expected to fully recover. The device is not expected to be returned due to disposal. Additional information revealed st elevation occurred after pfa ablation pulses for the cti line using the farawave catheter. Rca mid vessel spasm was seen with contrast injection. St elevation was seen in leads ii, iii and avf.